Event description:
On (B) (6) 2008 the patient reported that the display of his infusion device was damaged. He stated it looks "like there was black in it" and there was a black splotch on the screen and appears to be cracked on the inside. He stated that the infusion device has not been dropped. The battery had been in use for 2 weeks. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.